Manufacturer narrative:
Event date: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that about a week ago the therapy stopped helping their urinary symptoms. The patient noted they were not as bad as they were but they had to wear a small pad and they were not able to get to the bathroom fast enough. The patient mentioned they were also concerned that they felt no stimulation for at least a week. The patient noted they used to be at like 3.6-3.9 v and felt stimulation and the last thursday prior to the call they tried going up to 7v and they felt no stimulation. The patient noted they had no falls or trauma, but mentioned that at the beginning of july they had problems with their back with their sciatica (not related to the device/therapy). The patient reported they had given her shots for their back (in regards to their sciatica) and that they had been on pain meds (not related to the device/therapy) the patient noted they had also been going to a chiropractor where they put the patient on the table to stretch them. The patient noted they felt much better now. The patient was redirected to follow up with their healthcare physician (hcp) to check the device and or to get instructions about changing programs. There were no further complications reported.